Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 3 was blinking yellow. The technical support engineer (tse) inquired if there was any specific messaging on the tower related to arm 3, and the staff was instructed to press the port clutch button. After pressing the button, the arm turned blue. While still on the call, the staff mentioned that the arm drifted and turned yellow again, despite no contact being made with the arm and all arms being spread out with no tension on the drape. The tse reviewed the system logs and noted errors indicating that the setup joint (suj) moved on its own without being clutched. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system and could not duplicate the error possible encoder calibration error that can be intermittent. The fse performed system preventative maintenance calibration and verification. The fse retested the system, and the error still had not returned. The system was tested and verified as ready for use.